Event description:
The customer's blood glucose (bg) level was 360mg/dl and a correction bolus was delivered to address the bg level.

Manufacturer narrative:
The t:slim user guide states: always remove all air bubbles from the system before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. System check was performed and the contact stated that a large quantity of air bubbles was observed emerging from the cartridge during the fill tubing step. Tandem technical support guided the contact through a supply change and found that the contact was improperly loading the cartridge due to failing to remove the air from the cartridge when loading. The customer successfully loading a new cartridge and no air bubbles were observed during the fill tubing step. The contact stated that they would monitor the pump.